Event description:
It was reported that the output of an external pulse generator was reading higher than what the settings were. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.